Event description:
It was reported that the impedance had steadily increased. The lead was partially capped and a portion was returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes lead was completely explanted when patient developed infection after a more recent implant.

Manufacturer narrative:
A partial lead measuring 45.6cm was returned for analysis. Internal insulation abrasion was found at 4.5-6.0cm and 7.8-8.2cm from the distal end. The etfe coating was intact at these locations.